Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pneumatic tap on the customer's pump was broken/cracked, causing insulin to leak from the cartridge. There was no adverse impact to the customer's blood glucose. The customer reverted to manual injections.